Event description:
Customer alleges discrepant results with inratio meter compared to lab. Results as follows: dates: (B)(6) 2012; inratio: 4.9; lab: 2.5 (within two hrs); (B)(6) 2012; inratio: 2.2; lab: --. Pt milks the finger to obtain enough blood to test. Pt's therapeutic range is: 2.0-3.0.

Manufacturer narrative:
Investigation pending.